Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2015. Product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient had a loss of therapy. The consumer reported that the patient had pain in his lower back and they thought the therapy wasn¿t working as effectively so they met with a manufacturer¿s representative (rep) and the rep determined that one of the leads wasn¿t working properly. The consumer reported that the rep was unsure why one of the leads wasn¿t working properly. The consumer reported that the patient had an MRI to diagnose pain. The consumer reported that the patient had an x-ray after the MRI because the patient¿s healthcare provider (hcp) wanted to give the patient an injection. The consumer reported that the hcp thought the injection helped but the consumer reported that the patient was still in pain. Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017 regarding the patient. The rep reported that they did not recall any issues with the patient¿s leads. The rep reported that they were in the room with the patient and had them call patient services and report what was going on as he informed them of the double sided adhesive recharging discs. The rep reported that the patient had progressive parkinson¿s and was getting worse per his doctor¿s. The rep reported that he current therapy didn¿t seem to be working because of this. The rep reported that there was a follow up with the physician and another rep and believed that it was decided that there was nothing more that will/can be done because of the state of the patient¿s current parkinson¿s progression. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.